Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had been having problems with their "box" (patient programmer (pp)) for about two weeks, it stared acting up, the batteries would get real hot and now it would not turn on. The pp had not been dropped or had gotten wet, they didn't see any corrosion and replacement batteries did not work. The patient stated they use off-brand batteries and wanted a new "box". The patient also stated the device was causing problems; they had back pain since implant and was going to talk to a new healthcare provider (hcp) to have it removed.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.